Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted-distal gastrectomy procedure, upon closing the handle the device jaws opening was larger than usual, so they decided to not use the product. The surgeon checked if firing was able to be performed with the device and when they tried there was no problem with firing. So they said that the device was not considered as defective, the account just wants to verified the jaws opening because usually it opened about 2mm but this jaw opened about 4mm. The surgeon then used another device to resolve the issue in order to complete the case. The event occurred during the procedure but the product was not used for patient. There was no patient injury.